Event description:
The customer reported that they obtained false negative results while performing validation crossmatch (compatibility) testing on the ortho provue analyzer and manual gel method. The customer indicated that group b patient samples were crossmatched with group a donors and group o patient samples with group a donors using mts buffered gel card lot # 091006004-01. Results were false negative (compatible) with both test methods. Through additional discussion with the customer on 02/23/2007, ocd determined that during validation testing false negative compatibility test results were obtained for a total of two patients. Therefore, we are submitting one additional medwatch report in addition to original medwatch 1056600-2007-00048.

Manufacturer narrative:
The customer returned gel cards and samples from one of the two patients described in the complaints for additional investigation. Mts technical support performed crossmatch (compatibility) testing at immediate spin using the returned samples with returned and retained cards from mts buffered gel card lot # 091006004-01. Testing was performed on ortho provue and in manual gel method. Negative (compatible) reactivity was obtained with both test methods with the samples. The customer's observations were verified. Compatibility testing performed using fresh samples obtained at mts reacted as expected (incompatible) using returned and retained mts buffered gel cards. Malfunction of the gel card and the provue could not be identified. Incident is isolated and most likely specimen related. Ocd has requested additional samples to perform further investigation and determine if the issue is related to the specimen.